Event description:
Customer reported that "the set over infused." Ambisome was programmed to infuse at 72.5 ml/hr over 2 hours with vtbi of 145 ml. All of the medication infused in 1 hour. Biomed did initial testing and found no deficiencies. No patient harm or medical intervention was reported. Although requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.